Event description:
It was reported that a patient experienced a stroke and intracerebral hemorrhage (ich) and a hemorrhagic stroke. After a watchman flx pro and farapulse concomitant to treat atrial fibrillation a farawave nav 31 mm was selected for use, procedure went exactly according to plan with no issues, during implant a transesophageal echocardiogram (tee) was done. Complete seal was maintained during implant procedure. Activated clotting time (act) was 343. Heparin was administered prior to transseptal puncture (tsp). The following day it was notified that the patient presented with stroke symptoms post procedure. When treating the stroke, the patient had a brain bleed/ich. The likely mechanism of the stroke was hemorrhagic. There is no imaging available. Patient was treated for stroke related symptoms post case. Patient was admitted to the hospital beyond standard of care and has not been discharged from hospital. The issue is ongoing. The device is not expected to return as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, still pending answer. Because the product is unknown, we are currently unable to provide the complete unique identifier (UDI) and other specific product information, if received information will be provided through a supplemental report.